Manufacturer narrative:
This spontaneous case was reported by a consumer through social media and describes the occurrence of genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2014 she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required). In 2015 she was found to have thyroid hormones decreased ("declining thyroid levels"). Essure was removed on (B)(6) 2016. The patient was hospitalised on (B)(6) 2016. The patient was treated with euthyrox (levothyroxine sodium) as well as surgery (tubectomy). At the time of the report, the genital haemorrhage had resolved and the thyroid hormones decreased had not resolved. The reporter considered genital haemorrhage and thyroid hormones decreased to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since had follow-up treatments, and the foreign-body material has been removed. Due to the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Recovered with residual symptoms : persistent thyroid issues. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: event medical device removal is replaced with event genital bleeding. New event thyroid levels are decreased added. Patients date of birth added. Essure stop date updated. Event outcome updated. Event onset dates added. Treatment drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since had follow-up treatments, and the foreign-body material has been removed. Due to the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since had follow-up treatments, and the foreign-body material has been removed. Due to the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer through social media and describes the occurrence of genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2014 she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required). In 2015 she was found to have thyroid hormones decreased ("declining thyroid levels"). Essure was removed on (B)(6) 2016. The patient was hospitalised on (B)(6) 2016. The patient was treated with euthyrox (levothyroxine sodium) as well as surgery (tubectomy). At the time of the report, the genital haemorrhage had resolved and the thyroid hormones decreased had not resolved. The reporter considered genital haemorrhage and thyroid hormones decreased to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since had follow-up treatments, and the foreign-body material has been removed. Due to the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Recovered with residual symptoms : persistent thyroid issues. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.